Manufacturer narrative:
510k: this report is for an unknown antegrade femoral nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device remained implanted, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: t was reported that on (B)(6) 2018, during an unknown procedure using a japanese antegrade femoral nail, the surgeon could not insert the end cap into an unknown nail after several attempts. The end cap was slightly displaced from the nail, but the surgeon decided to leave it under the assumption that the cap would not fall. The procedure was successfully completed with 30 minutes surgical delay. There was no adverse consequence to the patient. Patient status was good. This report is for one (1) unknown antegrade femoral nail. This is report 2 of 2 for complaint (B)(4).